Manufacturer narrative:
Retainer ring = black. Unit passed the displacement test. Active current measurement within specifications. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did not confirm charge battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes. However, unit received with high sleep current measurement due to corroded battery tube. Unit received with moisture damage noted on stack electronics pcba1 and pcba2. Unit received with fading serial number label and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alarm. The customer stated not received a low battery alert prior to replace battery alert and replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.